Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that his wife insulin pump had keypad anomaly and display anomaly. The customer¿s blood glucose level was 180 mg/dl. The customer reported that the insulin pump beep and flashes on the screen. It was reported that the key wasn't responding. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to verify missing segments/partial display and unresponsive keypad or perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display.